Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a cut in the hose near the muffler. Therefore the reported condition was confirmed. It was also reported that the device overheated for 2 minutes (126.9 degrees), which was 20 degrees above room temperature. It was further noted that the locking components were damaged which had caused the device to overheat. The assignable root cause for the locking component damage was due to trying to run the device in the load position "powerbroken". It was noted that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position, which is user error. The cause of the cut in the hose near the muffler is consistent with an assembly issue during manufacturing. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the device had a cut in the hose near the muffler and the device had overheated for 2 minutes at 126.9 degrees, which was 20 degrees above room temperature. It was also noted that the locking components were damaged. It was reported that this event was not related to surgery. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly